Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The customer was unwilling to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. The original reported event was submitted using MFR. Report # 1221359-2021-02329; however, the supplemental report has been submitted twice and only two acknowledgements were received due to a gateway outage.

Event description:
This report is being submitted to provide the investigation conclusion.